Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer found the latch detent missing a screw at the top and the bottom screw halfway screwed in. The field service engineer found another screw for the top and retightened the bottom screw to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed. The customer stated that there was a delay due to this malfunction. However, there were no adverse events or injuries reported based on this event.